Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: reliance pf hip #2/12mm; cat# 6265-2-002; lot# 48957502. 26mm +4 v40 taper vit head; cat# 6260-5-226; lot# 56203703. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported by rep: "infected hemi hip (left side). Removed implants. Placed static spacer".